Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his discontinued treatment. When he opened the cassette door there was fluid on the tubing set. The patient reported the leak occurred during dwell 1 and there was a hole in the tubing. The sample was not retained for evaluation. During follow up, the patient reported he was prescribed antibiotics for a later unrelated event.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were with specification.